Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found a buckled (dso) upstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. As a result, the upstream occlusion seal was replaced and updated the software. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that a pin was stuck in the unit. During physical inspection, it was found that there was a buckled upstream occlusion seal. The event occurred during self test. There was no patient involvement, no patient injury was reported.